Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counter (sic) and multiple instances of non-sustained ventricular tachycardia. The patient also received inappropriate therapy for ventricular fibrillation (vf) due to oversensing noise. During the rv lead revision multiple attempts were made for venous access but a venogram confirmed the left and right side were occluded and unable to accommodate another lead. The rv lead was connected to a newly implanted implantable cardioverter defibrillator (ICD). Detections were programmed off for the time being. The lead remains in use. No further patient complications have been reported as a result of this event.